Event description:
It was reported that during an unknown procedure, the 4-40 stud broke off the handpiece. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.